Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow rate with the arctic neonatal pad and rewarm timed doubled. 2nd time in a month. Neonate was not getting precision when it comes to hie protocol - not ideal.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Full facility name provided: banner - university medical center phoenix (fka banner good samaritan medical ce corrections: b, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow rate with the arctic neonatal pad and rewarm timed doubled. 2nd time in a month. Neonate was not getting precision when it comes to hie protocol - not ideal. Per follow up information received via mail on 10jun2025, samples still available and address provided. Regarding patient impact, noted as it was too soon to tell, rewarm doubled in duration. Patient completed therapy on a new device, there was repeated circumstance.